Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope, pocket and nerve stimulation. The right ventricular (rv) lead exhibited high impedance, oversensing and noise. The lead was suspected to have fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.